Event description:
It was reported by service report that the fowler will not raise and the right side rail is broken. It is unk if there was pt involvement or if there are adverse consequences to report.